Event description:
As reported, during a mechanical popliteal artery thrombectomy, balloon of these two fogarty catheters did not inflate (medwatch 28738 and 29387). Both catheters were not checked before insertion. Later, a third catheter was inserted but it burst inside the patient (medwatch 29386). The issue was solved using new catheter. There was no allegation of patient injury. Patient demographics unable to be obtained. As per product evaluation findings, it found that the ruptured balloon edges of the three failed catheters did not match. As a summary, three medwatch reports will be submitted, one for each device (28738, 29387 and 29386).

Manufacturer narrative:
One catheter was received by our product evaluation laboratory for a full examination. The report of inflation difficulty was confirmed. As received, the spring tip was stretched. The balloon was found to be ruptured at central area. The balloon edges did not match at the ruptured region. Finally, no other visible damage was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Per the instruction for use "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on further engineering investigation, the units go through a balloon winding and visual inspection as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.